Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was also noted that at the previous follow-up, the device displayed a battery status of mol1.